Manufacturer narrative:
Event date is estimated. Implant date is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient had his dbs ipg replaced on (B)(6) 2022 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.